Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level dropped to 2.4 mmol/l (43.2 mg/dl) between 5 and 24 hours of wearing the pod. It was reported that the patient went to the hospital on (B)(6) 2025, due to hypoglycemia and feeling sick with addison¿s sickness. The patient¿s mother reported the pod was worn on the left abdomen which was removed because of the low blood glucose levels and an epileptic seizure. The bg levels were at 2.4 mmol/l after the pod was removed but rose to above 5 mmol/l when they went to the hospital. The patient¿s symptoms included a fever, chills, confusion, hypoglycemia, and feeling sick. The patient was diagnosed with an epileptic seizure. The patient was treated by increasing medications for addison's disease and they received intravenous fluids but could not recall what was being administered. The patient¿s mother was working with their healthcare professional to change the settings so this would not recur. The patient was discharged on (B)(6) 2025.